Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient stopped feeling her stimulation. Impedance measurements showed >4000 ohms on all circuits except c and 0. The lead was replaced for the high impedance issue. Also, the neurostimulator was replaced for normal battery depletion. After the replacement procedure, the patient recovered without sequelae.